Event description:
The customer reported that there was no image on the screen. The issue occurred during pre-use inspection. The details of the procedure were unknown, but it was reported that there was no impact on the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not duplicate or confirm the customer¿s reported image issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the possible causes of the image issue may be a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. During inspection and testing, the bending rubber adhesive was observed to be chipped. Per the legal manufacturer, this issue has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: device manufacture date- may 21, 2019 should have been selected on the initial report.